Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The pump was received with a cracked case at the display window corners and a minor scratched lcd window.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 155 mg/dl at the time of the incident. Customer stated that he cannot clear the alarm. Customer tried leaving the battery out for about 10 minutes but the button error still keeps coming back up. Customer was driving home when the alarm started. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.